Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving hydromorphone (10.0mg/ml at 4.805mg/day) and fentanyl (1.2mg/ml at 0.5766mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that examination on (B)(6) 2018 confirmed the patient's suspicion that the pump had become loose in the pocket. The patient was to wear an abdominal bandage to avoid surgical revision. The event resulted in an unscheduled clinic or office visit and was unresolved with no further action planned. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare professional (hcp) via a clinical study indicated the cause of the loose pump was not determined. The patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2018 the pump becoming loose in the pocket caused the patient some discomfort at pump site. On (B)(6) 2019 the patient had no report or complaint regarding the pump or pump pocket. The outcome of the event resolved without sequelae on (B)(6) 2019.